Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose protruded/drive support disk. No motor error alarm was noted. The motor passed the motor test. The unit had a scratched lcd window, and cracks on the display window corners, battery tube threads and reservoir tube lip.

Event description:
The customer stated that the insulin pump gave a motor error alarm during the rewind process. The customer stated that the insulin pump has given the alarm multiple times. Advised the customer that the insulin pump would be replaced. Nothing further was reported.